Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 26 mg/dl. Reportedly, the customer "naturally goes low". The customer drank juice and ate a donut to address the low bg.